Manufacturer narrative:
On (B)(6), it was communicated that the surgeon was able to complete the surgery using metal blade. In addition, on nov, 25th it was reported that the instrument it has been used as usual. No excessive force has been applied. On 27 november 2015 the r&d project manager performed a preliminary investigation: looking at the photos, we can notice that breakage occurs on the curved part, internal surface that seems weakened. Batch review performed on 15 december 2015: lot 1551624: 28 items manufactured and released on 29 jul 2015. No anomalies found related to the problem. 1 similar event registered on this lot up to now (B)(4). On (B)(4) the same person analyzed the retrieved instrument commenting as following: we can notice that breakage occurs on the curved part: the internal surface is weakened, and this means that, due to traction force applied, the different layers of the materials has been unstuck. It seems that the instrument has been used following the surgical technique but we cannot be certain about that (no medacta person attended the surgery when breakage occurs). It should also be possible that the fatigue affects the material behaviour.

Event description:
This instrument - charnley blade - broke during the operation and numerous small carbon pieces broke away in the operative field. Potential risk of patient contact.

Manufacturer narrative:
On (B)(6) 2016, the r&d project manager performed a simulation test and commented as follows: the aim of the test is to evaluate the mechanical performance of a carbon fiber charnley blade large size. This blade has been used for one year to the surgeons. The test is performed until blade breakage is reached and the ultimate strength is measured. The goal is to evaluate the mechanical resistance of a blade that has been used for one year of amis surgeries. (B)(4). In conclusion we can assert that the repeated usages not affect the safety of carbon fiber charnley blades and this is supported to the ultimate strength value measured during this test.

Manufacturer narrative:
On 18 march 2016 it was prepared a final report with the information already submitted in the previous reports. On 05 april 2016 the report was sent to the initial reporter and the case was closed.